Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received for evaluation. Testing was performed on the sample and there was no leaking found. The reported issue could not be confirmed. Because the reported issue could not be confirmed, a root cause could not be determined. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/12/2017.

Event description:
The customer reports that during use, the enteral access tube did not seal with the access port; therefore, it started to leak. There was no injury to the patient.

Manufacturer narrative:
Submit date: 2017-08-10. Based on additional information from the medtronic sales rep, the date received by mfg was updated from 2017-05-14 to 2017-05-09. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the during use, the tube was not sealing with the access port and therefore started to leak. No patient injury was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.